Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of raw material used to manufacture these parts has been performed and no issues were identified. All features met the final acceptance specified per top level requirements. Review of the inspection documentation showed that all parts met specification. No non conformities were generated during production. No relevant issues were discovered during the review of the device history record. Hardness and dimensional evaluation has been performed on component shaft (B)(4). The hardness has been tested and is within specification. The diameter closest to the broken tip has been measured and is within specification. The broken tip was not returned for evaluation. The chu reviewed the relative drawing for this failure (B)(4). This drawing calls out the appropriate dimensions, (B)(4), and finishing process for a successful driver. The chu also reviewed the labeling and mechanical testing associated with this device - (B)(4) matrix torque indicating driver, torque to fail, technical report. (B)(4) provides specific instructions not to torque this instrument beyond (B)(4). Mechanical test (B)(4) shows the maximum torque to failure for this instrument is (B)(4). The zero offset of the torque indicator suggests the user applied a load beyond the yield strength. (B)(4) includes the following warning: if the indicator does not point to the 0nm graduation replace the instrument immediately. The evidence indicates the user applied torque well beyond (B)(4).

Event description:
During a posterior lumbar fusion procedure the tip of the torque driver broke during final tightening in the head of the locking screw. The piece was removed. Another device was available and the procedure was completed with no delay. This is 1 of 1 reports for complaint (B)(4).